Event description:
The nurse informed me that one safari wire was delivered in a malfunctioning state.

Manufacturer narrative:
Reportable based on analysis completed on (B)(6) 2015. The returned specimen was not used in a patient. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested and was determined to be acceptable. Lot release testing includes non-destruction 100% proof testing of the joints, in addition to an aql sampling destructive pull test. The report of damage is confirmed. The specimen presents approx. 1.50cm of the proximal end of the core wire extending through the coil wraps approx. 35.8 cm from the proximal end. The distal aspect of the proximal core-to-core wire weld joint was exposed by stretching the adjacent coil wrap. Examination of the proximal end of the core wire and the distal aspect of the proximal weld mass reveals a ductile, tensile overload of the joint. The specimen also presents a kink 77.0 to 77.2cm from the distal apex of the spiral curve, offset/mis-aligned coil wraps 21.2 to 22.3cm from the proximal end, and several irregular regions of stretched coil damage scattered over the length of the device. No other damage or inconsistencies are noted to the specimen at this time. The distal joint appears to be correct and intact by visual examination and by non-destruction testing. Based on the evidence presented by the sample and the information provided by the supporting documentation it appears that handling factors may be contributed to the event as reported.